Event description:
It was reported that a motor stall occurred while updating a recently implanted pump. An alarm test was performed for the patient and the critical alarm interval was decreased to 10 minutes. When the pump was updated, a motor stall message was noted. The pump was interrogated multiple times with multiple programmers, and each time when they read the pump they received a motor stall message. There were no logs that showed a motor stall and they did not hear the audible alarm. The hcp was considering monitoring the patient to determine if the pump was actually stalled. No patient symptoms were reported. Additional information has been requested from the hcp, but was not available as of the date of this report.